Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported adverse impact to the customer's blood glucose (bg) level for the past event. However, the customer reported a bg level of 250 mg/dl at the time of the event. The customer administered a correction bolus to address elevated blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery.